Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the reason for return as "burning during use". There were no injuries reported as a result of this event.

Manufacturer narrative:
The pre-repair 1 minute temperature tests found the temperatures of the rear, middle, and nose of the handpiece at 109 degrees fahrenheit, 89 degrees fahrenheit, and 77 degrees fahrenheit, respectively. The handpiece was running noisy at the collet and nose due to worn nose bearings. If information is provided in the future, a supplemental report will be issued.